Event description:
The customer contacted physio-control to report that their device did not detect that a patient was connected. The customer advised that despite being properly connected to the device via a therapy cable and 3rd party defibrillation electrodes, that the unit continued to give a "connect electrodes" message and show that paddles lead ECG was off. As a result of the patient not being detected by the device, defibrillation was not possible. The customer, an ems captain, advised that the patient did not survive the event; however, the device use did not contribute to the patient's outcome. The ems captain stated that a backup device was present and initially used on the patient. The device, a lifepak 500 AED, provided multiple "no shock advised" decisions as the patient was not in a shockable rhythm. No further details about the patient or the event were provided. The customer also advised that the 3rd party defibrillation electrodes that were used during the event were disposed of.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the therapy cable assembly. Physio then replaced the therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed therapy cable assembly and determined that the cause of the reported issue was a broken internal wire located at the device connector strain relief portion of the cable. This left the connection electrically open and would prevent a patient, or a test load, from being detected by the device.